Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the device also exhibited air in the line. Per reporter residual volume was: 64.3, rate 2.4 and 49.5 was given no adverse patient effects were reported. No additional information is available at this time.